Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that on (B)(6) 2019, the patient presented to an outside hospital after having profound weakness at home. The patient was found to be hypotensive and hypoglycemic in the setting of acute kidney injury (aki) and likely glipizide toxicity. The patient was started on continuous renal replacement therapy (crrt) and was placed on inotropic support for related right heart failure. The patient¿s diabetes was managed with insulin. The patient was then transferred to another hospital on (B)(6) 2019 for further management of acute renal failure and decompensated right heart failure. On (B)(6) 2019, the patient was found to have anemia and a hemoglobin (hgb) drop from 7.8 to 6.9. Per the registered nurse (rn), blood was observed during the patient¿s bowel movement and the patient was subsequently transfused with a total of 2 units of packed red blood cells (prbcs). On (B)(6) 2019, the patient¿s hgb was 6.9 despite an additional 5 units of prbcs. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019 which revealed evidence of portal hypertensive gastropathy and gastritis, leading to gastrointestinal bleeding (gib). Proton pump inhibitors were continued, and the patient received vitamin k and fresh frozen plasma (ffp) to reverse coagulopathy throughout the duration of the gib. The patient¿s creatinine normalized to baseline towards the end of the hospitalization and the patient was started on bumex. The patient¿s international normalized ratio became therapeutic on the day of discharge. The patient was discharged on warfarin on (B)(6) 2020 and the plan was to check lab results on (B)(6) 2019 and have the patient return to the clinic on (B)(6) 2019. The patient¿s antihypertensive regimen was changed, stopping lisinopril and starting hydralazine. The patient was also discharged with glipizide and advised to establish diabetes care with his primary care physician (pcp). The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020 when the patient ultimately expired due to events unrelated to the device. The pump was not returned for evaluation. The hm3 lvas instructions for use (IFU) lists bleeding, right heart failure, and renal failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jun2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2020 with weakness and was found to be hypotensive and hypoglycemic in setting of acute kidney injury and likely glipizide toxicity. The patient was started on continuous renal replacement therapy (crrt) and was placed on inotropic support for related right heart failure. The heart failure was not device related. The patient's creatinine normalized to the baseline. Diuretics were adjusted and the patient was discharged with bumex. The patient was transferred to another hospital on (B)(6) 2019 for further management. The patient had acute renal failure and decompensated heart failure. On (B)(6) 2020 the patient had anemia and hemoglobin dropped from 7.8 g/dl to 6.9 d/gl. The patient had blood during a bowel movement. The patient was transfused with 2 units of packed red blood cells. On (B)(6) 2019 the patient's hemoglobin was 6.9 g/dl despite the additional 5 units of packed red blood cells. On (B)(6) 2019 the patient had an esophagogastrodenoscopy (egd) with evidence of gastritis. The egd showed portal hypertensive gastropathy, proton pump inhibitors were continued. During the course of the hospitalization the subject was given dopamine, sildenafil and dobutamine for inotropic support. The patient received vitamin k and fresh frozen plasma to reverse coagulopathy while having gastrointestinal bleed, and his inr became therapeutic at 2.1 on the day of discharge. For the patient's antihypertensive regimen, lisinopril was stopped and he was controlled with hydralazine. The patient was discharged on (B)(6) 2019 with 4mg warfarin daily. The patient had a follow up and returned to clinic on (B)(6) 2019.